Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a decrease in functioning electrodes as a result of partial insertion resulting in the decision to explant the device. On (B)(6) 2016 the device was explanted; during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.